Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Although the suspect device has been received, the evaluation has not been completed. Upon completion of the complaint device evaluation, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2014-03513 and MFR. Report # 3005099803-2014-03514). It was reported to boston scientific corporation that two advanix biliary preloaded stents that were implanted in the common bile duct on (B)(6) 2014, were removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician indicated that the stents were difficult to remove and felt stiff. Bleeding in the duodenum was noticed, and no intervention was necessary. The patient was kept in the hospital overnight for observation and was discharged the next day. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2014-03513 and MFR. Report # 3005099803-2014-03514). It was reported to boston scientific corporation that two advanix biliary preloaded stents that were implanted in the common bile duct on (B)(6) 2014, were removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician indicated that the stents were difficult to remove and felt stiff. Bleeding in the duodenum was noticed, and no intervention was necessary. The patient was kept in the hospital overnight for observation and was discharged the next day. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation found out that the stent was kinked/bent and discolored in several locations. The noted damages are likely due to procedural or anatomical factors encountered during removal of the device therefore, the most probable root cause for this event is 'operational context.' A definitive root cause of the complainant¿s difficulty to remove the stent could not be determined a labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The batch was not reported, therefore a review of the device history record (DHR) could not be completed.